Event description:
The customer has 1-di8195 and the end user states she was burned by the unit. She was using the tens waveform on the normal mode and had both channels running. The electrodes were in a square formation on the back spaced out 5 inches apart. This was the first time the end user had operated the unit and the incident occurred about 1 minute into treatment. She had the ma's up to 15, the pulse width at 175, pulse rate at 100. She was using the 2 x 2 silver mesh back electrodes and these were the first time they had been used. The end user was seated in her recliner when this took place. This happened on (B)(6) 2015 around 7 pm. She waited until this morning to report it. She will forward pictures to my email. The end user states she did not need to seek medical attention but had her husband put some burn cream on before she went to bed and states it helped the healing process.